Manufacturer narrative:
(B)(4). Investigation summary: the analysis results confirmed that the lx210 device was returned non-functional, as jaws were found to be in a yielded condition. Therefore, the clips could not be loaded into the jaws. Possible causes for this condition may be if the device is closed over an existing hard object or clip, placing stress on the jaws and causing them to distort or yield and not return to their original dimensions/position, or excessive application of torque to the jaws when positioning the device on a vessel. Please note that as stated in the IFU, "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use." The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, there was a "broken applier, single clip medium, white 10 ½¿ (lx 210)". There was no patient involvement or consequence. No additional information is available at this time.